Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the gauge needle was at 1 atm when received. The extension tube was connected successfully to the alliance connector. It was also noted that the device was returned with two little pieces of plastic. Functional evaluation was performed, and the device was successfully filled with water; however, when it was drained a rupture was noted in the "y" adaptor, which confirms the reported event. It is possible that the factors encountered during the procedure due the manner in which the device was handled and manipulated may have caused the encountered problem. Excessive manipulation of the device without enough care could have induced the problem found and hitting the device could result device damage or loss of functionality. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the calculus of bile duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noticed that the connector was leaking liquid while applying pressure. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of an inaccurate gauge reading.